Manufacturer narrative:
B5: upon follow-up, it was reported that on an unknown date ¿last week¿ the patient was discharged from the hospital. On an unknown date, pd therapy was discontinued. On an unreported date, the pd catheter was removed, and the patient was transferred to hemodialysis. At the time of this report, antibiotic therapy was ongoing and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Eight days after the date of onset, the patient was hospitalized for the event and was treated with vancomycin injection (1gm once in every 3 days, route was not reported, ongoing). At the time of this report, the patient was recovering and hospitalization was ongoing. Pd therapy was ongoing. No additional information is available.